Event description:
The CT-99 is intended to provide a patient with local cold therapy by circulating chilled water through a pad that has been positioned on the patient. Customer has two leaking CT-99 pads. A double-knee replacement patient had both CT-99 pads leak. The patient's bandages were replaced. A f/u call indicated that the patient's wounds and dressings were not saturated; only the ace bandages covering the dressings and wounds. No post operation infection has been reported at this time.